Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model:sc-2316-50e, serial: (B)(6), batch: 7223100.

Event description:
It was reported that patient felt her arms heavy during trial period, so the physician decided to pull the trial leads. Patient is still currently being treated at the hospital. The physician was unaware of the cause of the issues. The explanted device was discarded by the facility.